Manufacturer narrative:
Upon receipt the lead was found cut 55cm proximal to the lead tip. A proximal part including the serial number was missing. The performance of the fragment was scrutinized, including a visual inspection. Multiple marks of wear were detected on the leads body. In particular in the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 43 months after the implantation oversensing was noted on this lead via home monitoring. The ICD was interrogated and non-sustained vt episodes were noted while the parameters were in range. However a lead defect was suspected and it was decided to switch off the therapies. Then the lead was explanted and replaced.